Event description:
In review of published literature, the following findings were noted. Ahmed h abou-issa, wael abdulghaffar, fady elganayni, diagnostic radiology department, mansoura university, egypt, mohammad bafaraj, vascular surgery department, alnoor specialist hospital, holy makkah, saudi arabia hesham fathy soliman, anesthesiology department, ain shams university, egypt. 0378-603x_2012 egyptian society of radiology and nuclear medicine. Production and hosting by elsevier b.v. All rights reserved. This series included 14 pts treated with gore tag thoracic endoprosthesis for acute traumatic aortic injury (atai) to the thoracic aorta between (B)(6) 2010 and (B)(6) 2011. The article reports that in this series, there was a complication (case 10) of a proximal type I endoleak and collapse of the stent graft one month later. Reintervention was performed on the pt wherein. A larger stent graft was implanted proximally with full coverage of the left subclavian artery. F/u computed tomography showed no endoleak.

Manufacturer narrative:
Result - a review of the mfg records for the device was not conducted as the device lot number was unavailable. Conclusion - the gore tag thoracic endoprosthesis, instructions for use states: the gore tag thoracic endoprosthesis provides endovascular repair of aneurysms of the descending thoracic aorta (dta). Additionally, the IFU specifies: complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: endoleak. Please note: as no date(s) specific to the event were provided; the date of event was determined to be (B)(6) 2012, 30 days after the article was published. Table 1 of the article determined the device involved was a tag2810 and the pt was a (B)(6) male. Of this medwatch.